Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient's blood glucose (bg) levels had been running high. The patient's target bg range is 80-140 mg/dl. At 12:20pm, while at school, the patient's bg was 179mg/dl. After the patient's last site change was performed at 3:13pm, the reporter claimed that the patient's bg became elevated. During the call with the animas, the reporter indicated that the patient's present bg was "595 mg/dl" and a 5 unit bolus had just been administered via injection. The animas representative involved in this contact instructed the reporter to contact the patient's health care provider (hcp) due to the patient's high bg level. The pump's prime history was reviewed and found to be unremarkable. The bolus and total daily dose was confirmed as being accurate. No issues were found with the infusion set, site, or cartridge. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas' criteria for a serious injury. However, it is unknown at this time if the pump contributed to the patient's injury considering no specific issues were found with troubleshooting of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.